Event description:
It was reported that during an atrial fibrillation (afib) procedure the patient suffered a cardiac tamponade at the end of the procedure. It was stated the patient¿s blood pressure dropped and the ice catheter revealed a pericardial effusion. A pericardiocentesis was performed and approximately 100cc fluid was removed from the pericardial space. The physician¿s opinion regarding the cause of this adverse event is that this is the perforation occurred on the last burn which was located on the ridge between the appendage and the left superior pulmonary vein (ls). The generator setting was 40 watts. The patient was stable at that time. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 system ((B)(4)); smartablate generator ((B)(4)); smartablate pump ((B)(4)) smartablate remote ((B)(4)) pentaray d128210 (lot #17082152l) and the acunav (B)(4) (lot #10135936). (B)(4).